Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for chronic low back pain and spinal pain. It was reported that the first device was implanted wrong, or she feels like something was wrong with it. Patient had it redone in (B)(6) 2017. Patient did not know if they put in a new device, but she felt like they might have put a new device in. Patient wanted to know what showed as registered. Patient was going to call the old doctor's office to find out if they put in a new device. Patient stated that the hcp has left but they were going to call the clinic. No symptoms were reported and no further complications were reported/anticipated.